Event description:
It was reported that tip detachment occurred. The target lesion, which was 100% stenosed, was situated in the moderately tortuous and severely calcified right superficial femoral artery. A 300 cm, 12 cm poly tip v-18 control wire was utilized during the procedure. During the intervention, the wire was knuckled and lased, however, it was observed that the distal tip of the wire became detached. A covered stent was used placed as a result. The procedure was subsequently completed using an alternative device. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Device evaluated by MFR: the device was returned for analysis. Upon examination of the returned guidewire, it was noted that the guidewire was bent and had detached at the distal tip.

Event description:
It was reported that tip detachment occurred. The target lesion, which was 100% stenosed, was situated in the moderately tortuous and severely calcified right superficial femoral artery. A 300 cm, 12 cm poly tip v-18 control wire was utilized during the procedure. During the intervention, the wire was knuckled and lased, however, it was observed that the distal tip of the wire became detached. A covered stent was used placed as a result. The procedure was subsequently completed using an alternative device. There were no patient complications as a result of this event. It was further reported that a stent was implanted to cover and trap the detached tip.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that tip detachment occurred. The target lesion, which was 100% stenosed, was situated in the moderately tortuous and severely calcified right superficial femoral artery. A 300 cm, 12 cm poly tip v-18 control wire was utilized during the procedure. During the intervention, the wire was knuckled and lased, however, it was observed that the distal tip of the wire became detached. A covered stent was used placed as a result. The procedure was subsequently completed using an alternative device. There were no patient complications as a result of this event. It was further reported that a stent was implanted to cover and trap the detached tip.